Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room in (B)(6) 2025. During the visit, a chest x-ray was performed, and implantable cardioverter defibrillator (ICD) migration was noted. Additionally, right ventricular (rv) and left ventricular (lv) lead dislodgement due to twiddler¿s syndrome was confirmed via x-ray. The physician explanted and replaced the rv lead. The lv lead was explanted, and no intervention was reported on the ICD. There were no patient consequences noted.

Manufacturer narrative:
Correction: section b5 - the following statement should have been included previously: "the left ventricular (lv) lead exhibited loss of capture".

Event description:
It was reported that the patient presented to the emergency room in (B)(6) 2025. The left ventricular (lv) lead exhibited loss of capture. During the visit, a chest x-ray was performed, and implantable cardioverter defibrillator (ICD) migration was noted. Additionally, right ventricular (rv) and lv lead dislodgement due to twiddler¿s syndrome was confirmed via x-ray. The physician explanted and replaced the rv lead. The lv lead was explanted, and no intervention was reported on the ICD. There were no patient consequences noted.